Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. A direct correlation between the device and the reported event could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for gi bleeding. The patient's hemoglobin was 6.6 g/dl, and the patient was transfused with 2 units of packed red blood cells (prbc). A colonoscopy was performed and active bleeding was found in the duodenum where an arteriovenous malformation was clipped. The patient was discharged on an unspecified date. On (B)(6) 2016, the patient was readmitted to the hospital for gi bleeding. The patient's hemoglobin was 7.6 g/dl. The patient was started on octreotide. The patient was not transfused. On (B)(6) 2016, the patient's hemoglobin was 11.4 g/dl. It was reported that no changes were made to the patient's anticoagulation regimen before or after each of the gi bleeding events. The patient is being maintained on aspirin 81 mg and warfarin, with an inr goal of 2-3. The patient is currently doing well.